Manufacturer narrative:
E1, e3, e4: name of the initial reporter and occupation is unknown. D9: the date of the devices return for evaluation is unknown. The investigation into the damage has been completed. The impella automated controller was not received from the customer. The field service engineer (fse) observed that one of the rear housing screws was taped to the housing after being found in the shipping box when being returned from preventive maintenance. The console was opened for a physical inspection, it was observed that the fan assembly was missing a screw. The missing screws were found within the console and fastened to their respective spots. The root cause of the rattling was due to loose fasteners as a result of the manufacturing process. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported that the automated impella controller (aic) had an object moving inside the controller. It was reported that the customer found two screws in the transport case. There was no patient harm reported.